Manufacturer narrative:
This is not a finished good, and should not have been reported. Please consider the MDR cancelled.

Event description:
It was reported that the assembly nac-y site (0.160 tubing) OEM leaked in the "0.5 bar / 15s" water injection experiment. The following information was provided by the initial reporter: "in the incoming inspection we found that the raw material c30727 had leakage in the 0.5 bar / 15s water injection experiment. After analysis, the main reason was the abnormal damage of the internal blue silica gel. Batch no. 20014380, 96000 in total, and one unqualified in 500 spot checks."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6)2020. Investigation conclusion a review of the device history record was performed: bd product model: 8100-032. Reported lot number: 20014380. *no qn¿s during this lot manufacturing one sample of the 8100-032 was received, visual inspection was performed in the sample. During visual inspection, it was observed that the valve is in a lower position since it was confirmed that the valve showed a lower length dimension in the valve, a revision with the mft was conducted, the samples was opened to inspect the valve during the valve inspection the short shot was confirmed . Since the short shot in the valve tc10008292 was confirmed, a revision of the process was conducted, during DHR revision it was confirmed that the reported lot was manufactured with a valve lot coming with the supplier (supplier lot number 9329726). The issue was confirmed to be a supplier related, per supplier investigation the valve gates and the injection tips in the mold were inspected and replaced to avoid the short shot issue on (B)(6) 2020, one month after the manufacturing of the reported lot. Since the valve model tc10008292 is manufactured in tijuana also, the molding team tests the valves under the (B)(6) to detect any possible short shot during the manufacturing of the valves.

Event description:
It was reported that the assembly nac-y site (0.160 tubing) OEM leaked in the "0.5 bar / 15s" water injection experiment. The following information was provided by the initial reporter: "in the incoming inspection we found that the raw material c30727 had leakage in the 0.5 bar / 15s water injection experiment. After analysis, the main reason was the abnormal damage of the internal blue silica gel. Batch no. 20014380, 96000 in total, and one unqualified in 500 spot checks."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the assembly nac-y site (0.160 tubing) OEM leaked in the "0.5 bar/15s" water injection experiment. The following information was provided by the initial reporter: "in the incoming inspection we found that the raw material c30727 had leakage in the 0.5 bar/15s water injection experiment. After analysis, the main reason was the abnormal damage of the internal blue silica gel. Batch no. 20014380, 96000 in total, and one unqualified in 500 spot checks."